Event description:
It was reported that during a da vinci hysterectomy procedure, the surgeon noticed a hole on the monopolar curved scissors (mcs) tip cover accessory installed on a mcs instrument. The surgeon indicated that electrical energy escaped from the hole on the mcs tip cover accessory and punctured the iliac vessel. The surgeon was able to stop reported bleeding and continued with the surgical procedure without any further issues. The intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted an isi technical support engineer (tse) for assistance. The tse reviewed the site's system logs and noticed a single recovered collision error (error code 23005) occurred during the surgical procedure pointing to patient side manipulator (psm) 3. According to the initial reporter of this complaint, the mcs instrument was installed on psm 1. On (B)(4) 2014, isi contacted the csr. The csr indicated that he spoke to the scrub nurse who was present during the surgical procedure. According to the csr, the scrub nurse informed him that the mcs instrument and mcs tip cover accessory were inspected prior to the start of the surgical procedure and no issues were observed. At the conclusion of the surgical procedure, the csr stated that the patient was taken out of the or in satisfactory condition and no post-operative complications were reported to him. The csr was not present during the procedure and was unable to provide any additional information regarding the reported event. On (B)(4) 2014, isi contacted the initial reporter of this complaint. The initial reporter indicated that the surgical procedure was not recorded and she was not present in the operating room when the arcing event occurred. The initial reporter stated that the mcs instrument and mcs tip cover accessory were inspected prior to the surgical procedure. She denied that an installation tool was used to install the mcstip cover accessory onto the mcs instrument. She also stated that electro lube was not applied to the mcs instrument or mcs tip cover accessory. The initial reporter did not know what medical intervention the surgeon used to stop the reported bleeding from the iliac vessel injury. According to the initial reporter, no instrument collision were reported by the surgical staff. To her knowledge, no post-operative complications were reported. She did not know the patient's current status. The initial reporter stated that the mcs instrument and mcs tip cover accessory involved with this complaint have been discarded and are not available for return to isi for evaluation.

Manufacturer narrative:
The actual mcs instrument and mcs tip cover accessory have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. 47 - two photographic images of the mcs tip cover accessory and mcs instrument involved with this complaint were provided by the csr. Based on the two photographic images provided, the mcs tip cover accessory appeared to be installed correctly on the mcs instrument. A possible burnt or char mark was observed on the silicone overmold of the mcs tip cover accessory, indicating an arcing event possibly occurred. No visible scratches, cuts, or cracks were seen on the rest of the mcs tip cover accessory based on the two photographic images provided. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. According to the system logs, the mcs instrument (batch m10130702-610) was used during the reported surgical procedure on (B)(6) 2013 and subsequent surgical procedures on (B)(6) 2013. As of the date of this report, there have been no reported recurrences of an arcing event from the site. This complaint is being reported due to the following conclusion: the surgeon claimed that electrical energy escaped through a hole in the mcs tip cover accessory and caused an injury to the patient's iliac vessel.